Event description:
Devilbiss healthcare was notified of an incident involving and oxygen concentrator that displayed red lights, audibly alarmed during use, the end user was placed on a reserve back up oxygen system and was taken to the emergency room for low oxygen saturation and high blood pressure. The product's instructions for use state: the device is not intended to be life supporting or life sustaining' and 'if your unit loses electrical power or fails to operate correctly, the patient alert system will sound to signal you to switch to your reserve oxygen system and contact your devilbiss provider.' Devilbiss healthcare has requested the return of the device for evaluation and will file an update if additional information becomes available.